Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was double counting the sinus rhythm which lead to pacing inhibition in this pacemaker dependent patient. The patient has had seven episodes in the last couple of weeks with one shock delivered. Additional information received indicates that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.